Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed evidence of a call service 128 post delivery motor power supply fault. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The current draw values were within specifications. During investigation, an intermittent 128 alarm was received during rewind attempts. A leak test showed leaks at the battery compartment crack. The pump case was removed to find evidence of additional moisture contamination inside the pump on the transformer. Intermittent call service 128 alarms were due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.